Event description:
Impedances at implant were greater than 40,000 ohms. A new snap lid connector was used. The lead was removed. A second lead was placed (see mfg report # 3007566237-2010-06693). Add'l info has been requested. A f/u reported will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).